Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shock for atrial tachycardia with far field r waves. Atrial noise reversion occurred after the shock. The device remains implanted.